Manufacturer narrative:
This report is filed august 16, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed a granuloma at the implant site. Treatment with antibiotics (date and type not reported) was unsuccessful, resulting in extrusion of the receiver stimulator. Revision surgery is planned; however, has yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. This report is filed october 6, 2016.

Manufacturer narrative:
It was reported that the patient was hospitalized (date not reported) and the patient was administered IV antibiotics for a duration of one week.